Manufacturer narrative:
The sample is whole blood. The customer indicated that there appears to be a pattern observed with the mistypes in that they always occur in the sample position number 6 or 7, and only in the first or third reagent channels on the sample plate. Each plate has 10 sample rows and each sample row has 12 reagent positions referred to as channels. A bci field service engineer (fse) was dispatched and performed a post-mistype inspection on the instrument including a check of the plate dispense feed (dh) assembly to address the possibility that the mistypes could be caused by improper plate movement during the dispensing of sample rows 6 and 7. No issues were found during the inspection and the alignment of the dh assembly was within specification. A root cause has yet to be identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining four (4) incorrect results that were generated by the pk7312-03 automated microplate system (pre-transfusion blood testing system pk 7300). The erroneous results were four (4) false negative results for anti d samples. There was no effect to patient or user. According to the customer, results for all samples are cross-checked against previous results for that particular donor. If no history exists then reverse typing is always performed to confirm the blood type. With this approach there is no possibility of an incorrect result being reported.